Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the no over pouch and no patient line cap was observed. The patient line cap was not attached. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit (1) of a homechoice automated pd set with cassette was found to have the protection cap of the patient line entirely missing (not inside pouch). This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. The actual sample was available. No additional information is available.